Event description:
It was reported by the sales rep that the patient developed an allergy to the adhesive on the "wires." The patient is going to try moving the electrodes around to a different area to see if they can make the orthopak work before doing any switches of device. The patient is working with a dermatologist regarding the skin irritation to the 72r electrodes. They spoke about switching to 63b electrodes and began to discuss waiting until the skin clears and performing the time test with new electrodes. The patient reported their skin was red and itchy, had blisters, welts, and then scabs. The irritation was under the electrodes. They changed the electrodes every 5 days and rotated them. They cleaned the skin with soap, water, and cetaphil cleanser. The patient claims they do not normally have sensitive skin. They have no allergies and seasonal allergies only some of the time. They does not take blood pressure medication. The patient had an appointment with their dermatologist for other reasons, but the doctor looked at the patient's skin irritation and prescribed triamcinolone cream.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient developed an allergy to the adhesive on the "wires." The patient is going to try moving the electrodes around to a different area to see if they can make the orthopak work before doing any switches of device. The patient is working with a dermatologist regarding the skin irritation to the 72r electrodes. They spoke about switching to 63b electrodes and began to discuss waiting until the skin clears and performing the time test with new electrodes. The patient reported their skin was red and itchy, had blisters, welts, and then scabs. The irritation was under the electrodes. They changed the electrodes every 5 days and rotated them. They cleaned the skin with soap, water, and cetaphil cleanser. The patient claims they do not normally have sensitive skin. They have no allergies and seasonal allergies only some of the time. They does not take blood pressure medication. The patient had an appointment with their dermatologist for other reasons, but the doctor looked at the patient's skin irritation and prescribed triamcinolone cream.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.